Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated the insulin pump had a closed circle and had no respond to button pressing. Customer does not recall if the device was frozen since did not recall if time was advancing or not. The device was not exposed to moisture. Customer stated the device has been working fine and will monitor the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan but customer wanted to stay with current device. No further information reported.